Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo, images and video were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2026) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the catheter allegedly had abnormal sound, and the catheter did not rotate. It was further reported that the catheter was allegedly found to be broken, and the anterior spring and the outer catheter were seen to be detached. Reportedly, the broken catheter removed by other instruments. Ther procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a thrombectomy and atherectomy procedure, the catheter allegedly had abnormal sound and the catheter allegedly did not rotated. It was further reported that the catheter was allegedly found to be broken, and the anterior spring and outer catheter were allegedly found to be detached. Reportedly, the broken catheter was removed by other instruments. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation and a physical investigation was performed for the catheter. During physical investigation, the helix was received outside of the catheter. The helix was broken at 2 cm from the tip of the catheter. Therefore, the investigation is confirmed for the reported helix break issue. The definitive root cause could not be determined based upon the available information. Labeling review: labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 12/2026), g3 h11: b5, h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.